Event description:
Health professional reported unspecified reason for the return of an explanted lap-band system. Follow up findings: device removed due to "gastric prolapse."

Manufacturer narrative:
Medwatch sent to FDA on 04/07/2015. "Obstruction", "dysphagia", "problems with keeping solid foods down", "trouble with the band around menses", and "minor back pain" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining probable cause for these events. Device labeling addresses the potential of adverse events as follows "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body.

Event description:
Follow up findings: healthcare professional submitted office notes reporting "patient complained of dysphagia", feels "swollen" and "also feels the band is too tight", "has problems with keeping solid foods down", previously experienced a "gastric prolapse", experienced "sun poisoning", was drinking significant fluid and experienced some "emesis", "since that time progressed to complete obstruction", and is still experiencing some "minor back pain". The notes also indicated that the patient "always had trouble with the band around menses". It was indicated the patient had undergone gastric prolapse repair "approximately 1 year ago".

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: 07/24/2015. Visual examination of the returned device determined the access port tubing connector to be a rapidport ez strain relief. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Analysis noted striated openings on the band belt and buckle, described as surgical damage.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and date of occurrence provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the model number, serial number, implant date, explant date, diagnostic testing, patient data or further event details.